Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the paint does not stay on the pump. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with paint does not stay on pump was confirmed during product evaluation. The root cause of the reported problem was determined to be rear case paint falling off. Appropriate action was taken to correct the reported problem by replacing the rear housing. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.